Event description:
Reporter alleged "bottoming out" twice based on the blood glucose monitoring device results. Reporter stated: incident 1 - at 6 pm device reading was taken however no value was provided and believe she took 30 units of insulin and had a big meal. Reporter stated a family member called 911 at 11:30 pm because she was acting strange so ambulance measured 27 or 28 mg/dl then treated her with insulin and a dietary adjustment. Reporter stated: incident 2 - device was greater than 200 mg/dl before dinner at 5:30 pm and she took 30 units of insulin. Reporter indicated friends called 911 at 8:30 pm because she was going out of her head and ambulance measured 27 or 28 mg/dl where she was then treated with insulin and an IV, contents unknown. Reporter stated no controls were used. A request was made for the return of the suspect device and replacement product was sent.